Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device identified polywear. No evidence was found of product error as a contributing factor to the abrasive wear and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that the patient's primary attune fixed bearing tibial tray and fixed bearing posterior stabilized insert were removed and replaced by an attune revision rotating platform tibial tray with a fully coated sleeve and a cemented stem, and an rotating platform posterior stabilized insert. The surgeon, believes that the design of the underside of the primary tibial tray may have been deficient, since there was not a trace of bone cement attached to the underside of the primary tibial tray upon its removal. Depuy smartset medium viscosity bone cement was utilized in the primary surgery; however, the product codes and lot numbers for the two bags of cement used are not available. Doi: (B)(6) 2016. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device identified polywear. No evidence was found of product error as a contributing factor to the abrasive wear and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.